Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1) occurred with multiple cartridges. Reportedly, the customer had not checked their blood glucose level. It was noted that the customer would continue to the use the pump until replacement is received.